Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, one of the steel cables broke, losing grip strength of the tenaculum forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The clamp was in use and the cable broke during the grasping procedure. No collisions with other instruments or tools were identified. Issues with opening/closing of the grips occurred when the cable broke. No issues with yaw or pitch motion were identified. There was a cable protruding from the distal end of the instrument, controlling the opening/closing of the jaws. The protruding cable did not control the up/down motion. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.